Manufacturer narrative:
The tandem user guide states, ¿make sure a sensor glucose reading shows in the upper right portion of the cgm home screen before calibrating.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were intermittent inaccuracies between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was between 100 and 115 mg/dl, and the meter bg reading was over 500 mg/dl. Reportedly, the customer entered calibration values during periods when no cgm values were present. A replacement sensor was sent to the customer. Reportedly, the customer lost consciousness and was transported by ambulance to the emergency room (ER) and admitted to the hospital due to high bg. Reportedly, the customer sustained bruising and pain in back and shoulders. Reportedly, the customer's bg level was 577 mg/dl with moderate ketones. Customer was treated with multiple dose insulin and released from hospital on (B)(6) 2020 with issue resolved and no permanent damage.